Event description:
In 2008, an MRI compatible ventilator was being set up for use in the MRI scanner. The ventilator moved toward the MRI magnet and became stuck to the MRI magnet requiring several people to pull it off the MRI machine. Pt was not in the MRI scanner at the time. Ventilator with manufacturer label indicated it was safe to have ventilator 8 feet away from MRI magnet. Ventilator was at least 8 feet away at the time of the incident. There was no harm to pt. Ventilator removed from service. Dates of use: 2008. Diagnosis or reason for use: MRI t and l spine. Event abated after use stopped or dose reduced?: yes.